Event description:
"At 20:00 in an evening in 2003, a patient was admitted to the recovery ward after a laparotomy small bowel resection. The anesthetist prescribed medication of morphine (60 mg in 60ml saline inside a syringe known to be compatible with the pump), which was set up by 2 nurses said to be very experienced operators. At some time later, around 20:45, the patient indicated they felt "unwell", and the nurse attending administered a dose of maxalon. After giving the maxalon, the nurse heard the pump make a clunking sound. The nurse then checked the patient's blood pressure and walked around to the pump as it was alarming. She then noticed that the syringe plunger had fallen and was sitting around the 5-7mls mark. She stopped the pump and alerted the staff. An oxygen mask was applied to the patient with a gas flow of 10 liters. The anesthetist was notified and naloxone (400mcg) was given stat at 20:55. The patient was awake, conscious, and aware throughout. They complained of feeling "woozy" but had acceptable blood pressure, pulse, oxygen saturation." Additional details regarding the setup of the device, patient details and outcome have been requested by baxter USA.